Manufacturer narrative:
Updated field: h4. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: force being applied to the peeled tissue pad causing it to fall off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information was received from the customer.

Event description:
It was reported that during a therapeutic laparoscopic cholecystectomy, the tissue pad portion of the subject device melted and pieces fell off into the patient¿s abdominal cavity. The pieces were retrieved and the procedure was completed using a backup device. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.